Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("chronic dysfunctional uterine bleeding"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain') and dysfunctional uterine bleeding ('chronic dysfunctional uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and multi gravida. Concurrent conditions included uterine bleeding, endometrial polyp, nabothian cyst, adenomyosis and paratubal cyst. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2016 to 2017. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced back pain ("lower back pain"). In (B)(6) 2016, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced polymenorrhoea ("excessive and frequent irregular mense / frequent menses"), dysmenorrhoea ("severe dysmenorrhea"), menorrhagia ("severe and excessive bleeding during menstruation"), coital bleeding ("postcoital bleeding"), genital haemorrhage ("bleeding"), anxiety ("anxiety"), fatigue ("tiredness"), headache ("headaches") and dyspareunia ("dyspareunia"). The patient was treated with chiropractor adjustment and surgery (d and c , hysteroscopy and laparoscopic hysterectomy and bilateral salpingectomy and d&c). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain had resolved. At the time of the report, the dysfunctional uterine bleeding, coital bleeding and genital haemorrhage had resolved, the polymenorrhoea, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown, the back pain had not resolved and the anxiety, fatigue and headache was resolving. The reporter considered anxiety, back pain, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: the patient began experiencing chronic pelvic pain in mar or (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: plaintiff fact sheet received. Events added from pfs- dyspareunia. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain') and dysfunctional uterine bleeding ('chronic dysfunctional uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and multi gravida. Concurrent conditions included uterine bleeding, endometrial polyp, nabothian cyst, adenomyosis and paratubal cyst. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2016 to 2017. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced back pain ("lower back pain"). In (B)(6) 2016, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced polymenorrhagia ("excessive and frequent irregular mense / frequent menses"), dysmenorrhoea ("severe dysmenorrhea"), menorrhagia ("severe and excessive bleeding during menstruation"), coital bleeding ("postcoital bleeding"), genital haemorrhage ("bleeding"), anxiety ("anxiety"), fatigue ("tiredness"), headache ("headaches") and dyspareunia ("dyspareunia"). The patient was treated with chiropractor adjustment and surgery (d and c , hysteroscopy and laparoscopic hysterectomy and bilateral salpingectomy and d&c). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain had resolved. At the time of the report, the dysfunctional uterine bleeding, coital bleeding and genital haemorrhage had resolved, the polymenorrhagia, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown, the back pain had not resolved and the anxiety, fatigue and headache was resolving. The reporter considered anxiety, back pain, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain and polymenorrhagia to be related to essure. The reporter commented: the patient began experiencing chronic pelvic pain in (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, endometrial polyp, nabothian cyst, adenomyosis and paratubal cyst. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2016 to 2017. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("chronic dysfunctional uterine bleeding"), polymenorrhoea ("excessive and frequent irregular mense"), dysmenorrhoea ("severe dysmenorrhea"), menorrhagia ("severe and excessive bleeding during menstruation"), coital bleeding ("postcoital bleeding"), genital haemorrhage ("bleeding"), anxiety ("anxiety"), fatigue ("tiredness") and headache ("headaches"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy and d&c). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain had resolved. At the time of the report, the dysfunctional uterine bleeding, polymenorrhoea, dysmenorrhoea, menorrhagia and coital bleeding outcome was unknown, the back pain had not resolved, the genital haemorrhage had resolved and the anxiety, fatigue and headache was resolving. The reporter considered anxiety, back pain, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet received. Events per pfs: postcoital bleeding, lower back pain, bleeding, anxiety, tiredness and headaches were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("chronic dysfunctional uterine bleeding"), polymenorrhoea ("excessive and frequent irregular mense"), dysmenorrhoea ("severe dysmenorrhea") and menorrhagia ("severe and excessive bleeding during menstruation"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, polymenorrhoea, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: summons received events "severe and excessive bleeding during menstruation, excessive and frequent irregular mense, severe dysmenorrhea" were added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain') and dysfunctional uterine bleeding ('chronic dysfunctional uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and multi gravida. Concurrent conditions included uterine bleeding, endometrial polyp, nabothian cyst, adenomyosis and paratubal cyst. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2016 to 2017. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced back pain ("lower back pain"). In (B)(6) 2016, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced polymenorrhoea ("excessive and frequent irregular mense"), dysmenorrhoea ("severe dysmenorrhea"), menorrhagia ("severe and excessive bleeding during menstruation"), coital bleeding ("postcoital bleeding"), genital haemorrhage ("bleeding"), anxiety ("anxiety"), fatigue ("tiredness") and headache ("headaches"). The patient was treated with chiropractor adjustment and surgery (d and c , hysteroscopy and laparoscopic hysterectomy and bilateral salpingectomy and d&c). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain had resolved. At the time of the report, the dysfunctional uterine bleeding, coital bleeding and genital haemorrhage had resolved, the polymenorrhoea, dysmenorrhoea and menorrhagia outcome was unknown, the back pain had not resolved and the anxiety, fatigue and headache was resolving. The reporter considered anxiety, back pain, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: the patient began experiencing chronic pelvic pain in (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: report received via plaintiff fact sheet:the onset date of the event chronic dysfunctional uterine bleeding and chronic and severe pelvic pain were provided.the reporter started that for back and chronic and severe pelvic pain the patient received a chiropractor adjustment as treatment. On (B)(6) 2017 the event dysfunctional uterine bleeding was suspected related with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain') and dysfunctional uterine bleeding ('chronic dysfunctional uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and multi gravida. Concurrent conditions included uterine bleeding, endometrial polyp, nabothian cyst, adenomyosis and paratubal cyst. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2016 to 2017. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), polymenorrhoea ("excessive and frequent irregular mense"), dysmenorrhoea ("severe dysmenorrhea"), menorrhagia ("severe and excessive bleeding during menstruation"), coital bleeding ("postcoital bleeding"), genital haemorrhage ("bleeding"), anxiety ("anxiety"), fatigue ("tiredness") and headache ("headaches"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy and d&c). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain had resolved. At the time of the report, the dysfunctional uterine bleeding, coital bleeding and genital haemorrhage had resolved, the polymenorrhoea, dysmenorrhoea and menorrhagia outcome was unknown, the back pain had not resolved and the anxiety, fatigue and headache was resolving. The reporter considered anxiety, back pain, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - (B)(6) 2012: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received: events dysfunctional uterine bleeding , post coital bleeding outcome updated. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("chronic dysfunctional uterine bleeding"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.